Event description:
"While flushig a newly inserted catheter, the entire curved arm from one of the ports detached. The customer states no pt injury occurred however a new catheter had to be inserted."